Event description:
It was reported that the patient had been having a ¿hard time with the device¿ for some time, and it was ¿beginning to affect her¿ by not being able to use it. It was later reported that the patient experienced no stimulation sensation. The reporter indicated that the patient¿s device ¿wasn¿t working¿. It was stated that over the past year, the patient had gotten symptom reduction though it hadn¿t been ¿great¿. The reporter indicated that the patient¿s ¿oab¿ had been getting worse over the past couple of weeks. At the time of the report, it was noted that the device wasn¿t on and had been off for ¿around a couple of weeks, though it could have been longer¿. It was noted that the patient¿s setting was on program 2 at 1.9v at the time of the report, although the device was reportedly off. Stimulation was increased to 6v at which point the patient could not feel stimulation but was feeling pain. It was therefore decreased to 4.8v and the patient could no longer feel pain. The reporter indicated that in the past, the patient had changed programs and parameters herself but didn¿t know which was ¿best for her and her symptoms¿.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Conocomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 889-28, lot# v969909, implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient couldn't get their programmer to connect or read anything. The programmer had a circle, question mark, and a picture of the device on the screen.

Event description:
Additional information received from the patient implanted with a with implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that their device never worked and clarified that it never really helped with their symptoms of bladder incontinence and they never could feel the stimulation. The patient also stated that it may have worked ¿a little at first¿ but noted that it just never helped them. When the patient first reported the they never did anything with the device but now wanted it taken out. Physician listings were provided to the patient. There were no further complications reported or anticipated.